Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, defibrillation threshold (dft) testing failed at 65 joules. Another attempt was performed in reversed polarity. The issue the field representative was having was when pressing the 'hold to induce' button. It would only burst for about one second, even with the field representative hold the botton down for longer. This was not enough to induce the patient. Boston scientific technical services (ts) discussed this could be due to a poor telemetry connection. Ts recommended moving the wand closer to the device, but the field representative stated the wand was already over the device. Ts then suggested ending and re-establishing the telemetry session. The field representative confirmed this method worked and they were able to successfully induce the patient. No adverse patient effects were reported and the device remains in service.